Event description:
Same case as 2134265-2012-00585. It was reported that during a superficial femoral artery angioplasty and stenting treatment procedure, a balloon catheter became stuck to a guide wire. The greater then 80% target lesion was located in a non tortuous and moderately calcified distal superficial femoral artery (sfa). A sterling 6.0x60/135 (4f) balloon catheter was selected for post dilation of an unspecified manufacturer's stent. The balloon tracked poorly over a v18 control wire and the physician encountered friction while removing the balloon. The guide wire and the balloon catheter became stuck to one another. The guide wire and balloon catheter were removed from the patient as a unit. The procedure was completed with this device. No patient complications were reported and the patient's status is excellent.

Manufacturer narrative:
Age at time of event greater than 50 years old. (B)(4).

Event description:
Same case as 2134265-2012-00585. It was reported that during a superficial femoral artery angioplasty and stenting treatment procedure, a balloon catheter became stuck to a guide wire. The greater then 80% target lesion was located in a non tortuous and moderately calcified distal superficial femoral artery (sfa). A sterling 6.0x60/135(4f) balloon catheter was selected for post dilation of an unspecified manufacturer's stent. The balloon tracked poorly over a v18 control wire and the physician encountered friction while removing the balloon. The guide wire and the balloon catheter became stuck to one another. The guide wire and balloon catheter were removed from the patient as a unit. The procedure was completed with this device. No patient complications were reported and the patient's status is excellent.

Manufacturer narrative:
Device evaluated by manufacturer: device was received with kinks along the body. Visual inspection was performed. The entire length of the wire was examined and anomalies were observed. The device presents 6 different kinks and the coating severely scrapped (peeled) along the entire body. The guide wire is within outer diameter specifications. The device appears to have been pulled or pushed against resistance. Complaint was analyzed and not confirmed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).